Event description:
It was reported that the customer had no delivery issues and was hospitalized. It was stated that the insulin pump was programmed to deliver insulin, but the device did not delivered, and then suddenly did deliver. The alarm history was reviewed and no alarms were found. The self test was performed and passed. Further troubleshooting was declined as customer lost confidence on the current insulin pump. No further information was provided.

Manufacturer narrative:
A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing. After testing, it was concluded that the device operated within specifications. Programmed boluses delivered and recorded properly during testing. No excessive no delivery alarms or delivery anomaly noted.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.